Event description:
It was reported that the patient could not lay down without stimulation increasing, so he always turned it off when he laid down. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger . Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).